Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113/ investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
This complaint is being reported under the FDA MDR malfunction precedence "flexor breakage during deployment (incl. Flexor/handle separation)." Metallic stent placement in the bile duct was performed. After inserting an ercp catheter in the common bile duct, a wire guide was placed. Delivery system of zilver stent was advanced over the wire guide and passed beyond the stenosed site smoothly without any resistance. To place the stent, the user stabilized the metal cannula, however, right after he started to pull the black handle in order to deploy the stent, the outer sheath got separated from the white connector cap of the handle. Therefore, the delivery system with the stent undeployed was removed and changed with another zilver stent. The replacement stent (the same lot) was placed successfully without problem. There have been no adverse effects to the patient reported.

Event description:
This complaint is being reported under the FDA MDR malfunction precedence "flexor breakage during deployment (incl. Flexor/handle separation)". Metalic stent placement in the bile duct was performed. After inesrting an ercp catheter in the common bile duct, a wire guide was placed. Delivery system of zilver stent was advanced over the wire guide and passed beyond the stenosed site smoothly without any resistance. To place the stent, the user stablized the metal cannula, however, right after he started to pull the black handle in order to deploy the stent, the outer sheath got separated from the white connector cap of the handle. Therefore, the delivery system with the stent undeployed was removed and changed with another zilver stent. The replacement stent (the same lot) was placed successfully without problem. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4), cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington , indiana, 47402-4195. Importer site establishment registration number: 3005580113. Problem statement "metallic stent placement in the bile duct was performed. After inserting an ercp (endoscopic retrograde cholangiopancreatography) catheter in the common bile duct, a wire guide was placed. Delivery system of zilver stent was advanced over the wire guide and passed beyond the stenosed site smoothly without any resistance. To place the stent, the user stabilized the metal cannula; however, right after he started to pull the black handle in order to deploy the stent, the outer sheath got separated from the white connector cap of the handle. Therefore, the delivery system with the stent un-deployed was removed and changed with another zilver stent. The replacement stent (the same lot) was placed successfully without problem. There have been no adverse effects to the patient reported." Device evaluation the zilbs-635-10-8 device of lot number c1462274 involved in this complaint was returned for evaluation without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, a sphincterotomy was performed prior to the complaint event. The target location was confirmed as the common bile duct. An olympus/ jf-260 v endoscope and a 0.025¿ angle olympus visiglide2 guide wire were used with the device. The device was flushed as per the packaging insert. Resistance was not encountered when advancing the wire guide, stent or the introducer through the obstructed area. The procedure was finished with a replacement zilver (10-8) device. The stent was successfully placed using the second device. The patient did not experience any adverse effects as a result of this event. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2018. On evaluation of the returned device, the flexor was separated from the handle. Complaint is confirmed as the failure was verified in the laboratory. The flexor was separated from the handle. Possible root causes for this occurrence could include the use of a non-recommended wire guide (user error). The use of a non-recommended wire guide could have provided insufficient device support resulting in high deployment forces which could have caused the outer sheath to separate from the handle. However, as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. It may be noted that a project (ire0108) has been completed and addresses the issue of outer sheath separation from the handle. The instructions for use and the japanese packaging insert state the following: ¿the delivery system accepts a .035 inch wire guide.¿ (under equipment required) ¿.035 inch wire guide..¿ document review the zilbs-635-10-8 device of lot number c1462274 contains rmn# 18-204 (flexor 200 6fr) of qc lot number 306617. Prior to distribution all zilbs devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records (B)(4). Revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1462274. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk for this complaint is risk category iii/low. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.